Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander was 100% inspected. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage and delivery system withdrawal difficulty valve through sheath was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Review of the lot history and DHR provided no indication that a manufacturing non-conformance would have contributed to the reported events. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. Review of IFU/training manuals revealed no deficiencies. Per the complaint the patient had a highly tortuous aorta without a straight section. Valve alignment was performed in the sheath. Since the valve was constrained by the sheath, it is likely that higher forces were required for valve alignment. It is possible high force/interaction with the valve damaged the balloon. It is also possible if the delivery system withdrawal took place within the described tortuosity, it is possible that the sheath distal tip and crimped thv were not coaxial during the withdrawal attempt. This would have resulted in the valve struts becoming caught on the sheath tip and leading to the reported difficulty. As such, available information suggests that patient factors (tortuous aorta) and procedural factors (alignment in the sheath) contributed to the reported event. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. Available information supports that the events were likely related to patient and/or procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the aortogram indicated highly tortuous aorta without a straight section for alignment.  A decision was made to align the valve in the sheath. During valve positioning, it was noticed that blood was in the indeflator. No attempt to deploy the valve was made due to a possible balloon rupture. Attempts made to retrieve the delivery system were unsuccessful, therefore a surgical cutdown was required to remove the undeployed valve and delivery system. A non-edwards tavr valve was deployed.  Patient remained ventilated in ICU.